Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005 indicative of an open circuit condition during shock delivery on the non-boston scientific right ventricular (rv) lead. The patient was admitted to the hospital where further troubleshooting was planned. The rv lead was surgically abandoned and replaced. No adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "cause not established" because the reason for the alleged observation(s) could not be determined. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. At this point, it can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005 indicative of an open circuit condition during shock delivery on the non-boston scientific right ventricular (rv) lead. The patient was admitted to the hospital where further troubleshooting was planned. The rv lead was surgically abandoned and replaced. No adverse patient effects were reported. At this time, this device remains in service.